Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was leaking through a crack at the hub. The following information was provided by the initial reporter, translated from (B)(6) to english: patient with a medical order for venous access, it is channeled and evidence of fluid leakage through the walls, access is made permeable, evidencing a fissure in the catheter at the bottom of the connection point.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 10-jan-2023. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one opened 24g insyte autoguard unit with no product documentation to indicate reference or lot number. A gross visual inspection of the returned unit did not identify any damage to the components. The unit was leak tested where a leak was identified originating from under the nose of the catheter adapter. The unit was further dissected to inspect the leaking area. Microscopic inspection found that a small tear was present in the catheter tubing right above the wedge. Due to the location and characteristics of the leak path, the cause appeared to be manufacturing related. The damage observed may be caused by the catheter tubing feeder jamming at the load and flare step or from a pinch/nick as the tubing is placed over a pin during the swaging process. Operators perform a leak test of the final assembly per the sampling and quality plans to mitigate the occurrence of this defect. Additionally, damaged/worn pins are marked and removed by the in-line vision system. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was leaking through a crack at the hub. The following information was provided by the initial reporter, translated from spanish to english: patient with a medical order for venous access, it is channeled and evidence of fluid leakage through the walls, access is made permeable, evidencing a fissure in the catheter at the bottom of the connection point.